Event description:
It was reported to philips that the image storage was not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing pc and the hard disks which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint and, according to the additional information received, the system malfunctioned during a planned/non-emergency cardiac arrhythmia procedure. The procedure was completed using mobile c arm system. A philips remote service engineer (rse) inspected the system remotely and confirmed the error message ¿image store not available¿. Analysis of the log file identified malfunctioning frontal image processing pc (ip-pc). A philips field service engineer (fse) inspected the system on-site and identified an issue with ip-pc and image disc. The fse replaced the ip-pc along with image disc 1 and image disc 2 to resolve the issue. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The defective ip-pc was returned to philips for further analysis. The cause of the ip-pc failure could not be conclusively determined by the supplier¿s part analysis; however, the replacement of the ip-pc and image discs has resolved the issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.